Manufacturer narrative:
Terumo has received the actual device and visual inspection noted the elbow connection and the tubing on the oxygenator had been separated, which confirmed the complaint. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, there was a leaking connection on the oxygenator sampling manifold. There was no patient involvement as this occurred during set-up. The product was changed out. The surgery was completed successfully.